Manufacturer narrative:
Investigation summary no product returned. Heart injury/patient-device interaction problem: clinical reported the mitral valve might have been injured by the pigtail, as the patient worsened after impella weaning. The cause of the issue was not established as limited clinical information was provided and no product was returned. Device history lot device lot: 1990645. Device history batch subcomponent lot: n/a. Device history review device sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
H6 codes were corrected from a24 to a01.

Event description:
It was reported that there was mention of a possible reason for the patient's transfer to another hospital after the removal of the impella. The mitral valve might have been injured by the pigtail as the patient worsened after impella weaning and was transferred for further therapy. The patient was completely weaned and the pump was discarded by the customer. No further information was available.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.